Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The sulu was received fully fired and with engaged interlocks. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, during a laparoscopic right colectomy procedure, there was more bleeding than normal at the staple line. The entire staple line had to be over-sewn by the surgeon for hemostasis. The product problem contributed to half of the blood lossfor this case. Surgery time was extended over 30 minutes due to the product problem. There was no patient harm. The patient status is alive, no injury. The patient has been discharged.